Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however this ICD remains in-service at this time no adverse patient effects were reported. Additional information was received. This ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device case was then removed for further testing, and high current of energy was drawn from the hybrid. Further visual inspection noted the top corner of the header had damage from the dremel tool. The damaged the dremel caused the hybrid to draw a larger amount of current then expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however this ICD remains in-service at this time no adverse patient effects were reported. Additional information was received. This ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.